Event description:
Healthcare professional reports blood leak noted by blood in the dialysate compartment during the onset of pt treatment with use of the ct190g dialyzer. Dialysate testing confirmed a leak in the dialysate compartment of the dialyzer. The dialyzer was reused 5 times. The disposables were replaced and the treatment was completed without incident. Estimated blood loss of 115cc. No pt injury or medical intervention required.